Event description:
Customer reportedly received results of 43 mg/dl and 60 mg/dl on aviva system 1 and result of 211 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 303338, expiration date 01/31/2013). Reference medwatch report with (B)(6) for the suspect device used in system 1.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 303338, expiration date 01/31/2013). Reference medwatch report (B)(6) for the suspect device used in system 1. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.